Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated they felt nauseous when she woke up on (B)(6) 2022. She was light headed and had stomach pain. The patient took insulin and then ate. At 11:00am, the patient started to vomit. They continued to vomit at 12:00pm and again at 1:50 mg/dl. The patient then had shortness of breath, chest pain and stomach ache. They went to the hospital and at the hospital their blood glucose was checked and it was 460 mg/dl while the cgm was displaying 260 mg/dl. The patient was diagnosed with diabetic ketoacidosis and was treated with insulin. At the time of the report on (B)(6) 2022, the patient was still at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.